Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with return of the device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. An insulation abrasion was noted at 16.6 cm to 17.1 cm from the distal tip. The abrasion was consistent with constant friction with another implantable device. A surface abrasiob was noted at 3.1 cm, 12.0 cm and 27.5 cm from the distal tip.